Event description:
Customer called to report issues with the insulin pump's reservoir. Customer stated that there is a leak in the reservoir at the transfer guard and o-rings. Customer states the leak occurred during the process of filling the insulin vial. Troubleshooting was done. Customer's blood glucose reading was around 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.